Event description:
A malfunction was reported by a customer concerning a tandem pump, identified as malfunction 0, which was successfully reset with assistance from technical support. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to continue using the pump and to contact support if the malfunction recurs.